Event description:
When performing an echoendoscopy, in an easily accessible lesion, when the material collected for the sample was exposed, the tip of the needle detached itself without applying force or sudden maneuvers.